Manufacturer narrative:
Intuitive surgical, inc. (Isi) 8mm harmonic ace instrument to perform failure analysis. The instrument was analyzed and found to have a broken blade at the base. A piece approximately .4875" x .1215" was found to be broken off. The broken piece was not returned and missing. Components adjacent to this broken blade do not show damage. During use, while the instrument is activated, blade damage may be detected by the generator with a solid tone or an error. Blade fractures propagate from initial contact sites due to the ultrasonic vibration of the harmonic ace blade, leading to eventual/premature failure.

Event description:
It was reported that during a da vinci-assisted thyroidectomy surgical procedure, the 8mm harmonic ace instrument had a message to release the pressure. The customer removed the instrument and the tip of the instrument broke. The user completed the procedure using a backup harmonic ace with no further issue reported. No fragment fell inside the patient. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the missing material/damage occurred outside of the surgical procedure. There were no fragments that fell inside the patient. The patient has not returned to the hospital due to experiencing any post-operative complications.